Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 35mm watchman flx pro closure device and delivery system (wds) were selected for use. Baseline transesophageal echocardiography (tee) images and measurements were obtained prior to physician getting access. It was noted that the patient had an unremarkable trace baseline pericardial effusion prior to the procedure. The physician obtained venous access. Versacross connect and a double curve was sheath was used for transeptal puncture (tsp). A pig tail catheter was used for visualizing the laa via contrast injection and to guide the double curve was sheath into the laa. The pigtail catheter remained in laa until the wds was prepped and ready to be inserted into the was sheath. The wds (lot: 34909812) was prepped and inserted into the double curve was sheath. Following proper steps outlined in the instructions for use (IFU), the physician formed a flx ball by unsheathing and then fully deploying closure device. Upon first deployment it was noted that the closure device was seated too distal, so the physician recaptured the closure device following proper steps outlined in the IFU. The physician repeated steps to form flx ball and then adjusted the system to deploy slightly more proximal, but it was too proximal. The decision was made to recapture and remove the 35mm device to reposition the double curve was sheath using the pigtail catheter. Due to removing the 35mm wds (lot: 34909812) from the body, we needed to use a new 35mm watchman device. After repositioning the double curve was sheath to a more coaxial location, a new 35mm wds (lot: 34206593) was prepped and inserted into the double curve sheath. The physician formed a flx ball and deployed the closure device using the unsheathing method. Upon deployment, the device was a bit too distal. Physician recaptured the device two (2) more times and redeployed. After four (4) deployments and confirming that the device met the position, anchor, size and seal (pass) criteria, we released the closure device. Another assessment of the device in the four (4) tee working views (0, 45, 90, 135) was completed and confirmed that the trace baseline pericardial effusion was unchanged from the baseline images. The patient was taken to recovery. While in recovery, the patient started to experience drops in blood pressure with some chest discomfort. The physician ordered a transthoracic echo, and it was noted that the patient had a pericardial effusion large enough that it required a pericardiocentesis. The patient was taken back to the catheter lab for the pericardiocentesis. Approximately 2400cc of blood/fluid was removed from the pericardial space. After the pericardiocentesis, the patient blood pressure was stable, and chest discomfort was no longer present. The drain remained in the pericardial space while using transthoracic echo (tte) to monitor if the pericardial effusion started to return. It was noted that after approximately 15-20 minutes, no more blood/fluid was draining. There was no evidence of the pericardial effusion returning, and the patient was hemodynamically stable. The patient went back to recovery. Approximately 30 minutes later the patient experienced a drop in blood pressure and chest discomfort returned. Tte confirmed that the pericardial effusion was returning. Cardiothoracic (CT) surgery was consulted, and the patient was taken to surgery. A perforation was found in the distal portion of the left atrial appendage. An atrial clip was put in place without complication and the patient was admitted to the hospital. The 35mm closure device remained implanted. The patient was discharged (B)(6)2025 with no further complications.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 35mm watchman flx pro closure device and delivery system (wds) were selected for use. Baseline transesophageal echocardiography (tee) images and measurements were obtained prior to physician getting access. It was noted that the patient had an unremarkable trace baseline pericardial effusion prior to the procedure. The physician obtained venous access. Versacross connect and a double curve was sheath was used for transeptal puncture (tsp). A pig tail catheter was used for visualizing the laa via contrast injection and to guide the double curve was sheath into the laa. The pigtail catheter remained in laa until the wds was prepped and ready to be inserted into the was sheath. The wds (lot: 34909812) was prepped and inserted into the double curve was sheath. Following proper steps outlined in the instructions for use (IFU), the physician formed a flx ball by unsheathing and then fully deploying closure device. Upon first deployment it was noted that the closure device was seated too distal, so the physician recaptured the closure device following proper steps outlined in the IFU. The physician repeated steps to form flx ball and then adjusted the system to deploy slightly more proximal, but it was too proximal. The decision was made to recapture and remove the 35mm device to reposition the double curve was sheath using the pigtail catheter. Due to removing the 35mm wds (lot: 34909812) from the body, we needed to use a new 35mm watchman device. After repositioning the double curve was sheath to a more coaxial location, a new 35mm wds (lot: 34206593) was prepped and inserted into the double curve sheath. The physician formed a flx ball and deployed the closure device using the unsheathing method. Upon deployment, the device was a bit too distal. Physician recaptured the device two (2) more times and redeployed. After four (4) deployments and confirming that the device met the position, anchor, size and seal (pass) criteria, we released the closure device. Another assessment of the device in the four (4) tee working views (0, 45, 90, 135) was completed and confirmed that the trace baseline pericardial effusion was unchanged from the baseline images. The patient was taken to recovery. While in recovery, the patient started to experience drops in blood pressure with some chest discomfort. The physician ordered a transthoracic echo, and it was noted that the patient had a pericardial effusion large enough that it required a pericardiocentesis. The patient was taken back to the catheter lab for the pericardiocentesis. Approximately 2400cc of blood/fluid was removed from the pericardial space. After the pericardiocentesis, the patient blood pressure was stable, and chest discomfort was no longer present. The drain remained in the pericardial space while using transthoracic echo (tte) to monitor if the pericardial effusion started to return. It was noted that after approximately 15-20 minutes, no more blood/fluid was draining. There was no evidence of the pericardial effusion returning, and the patient was hemodynamically stable. The patient went back to recovery. Approximately 30 minutes later the patient experienced a drop in blood pressure and chest discomfort returned. Tte confirmed that the pericardial effusion was returning. Cardiothoracic (CT) surgery was consulted, and the patient was taken to surgery. A perforation was found in the distal portion of the left atrial appendage. An atrial clip was put in place without complication, and the patient was admitted to the hospital. The 35mm closure device remained implanted. The patient was discharged (B)(6) 2025 with no further complications. It was further reported that cardiac tamponade occurred.

Manufacturer narrative:
D4 unique identifier (UDI) #: added. H6: patient code e0605 added per surpass data.